Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00075.

Event description:
This is 2 of 2 reports. A customer reported using the cusa clarity and cem nosecone. When the surgeon activated the cem nosecone and used it on the patient, the system went to standby mode immediately by itself. The malfunction was noted during a liver resection on (B)(6) 2020. There was no error message noted. The surgeon once tried to activate and test both cem nosecone and cusa in the air and both of them work but when used it on patient, it goes to standby mode by itself. The patient was prepped for the procedure. There was an hour delay noted with no adverse consequences to the patient. The procedure was completed by replacing the unit with a cusa excel system. The patient was fine after the procedure.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(6). The device was not returned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed.